Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that remote manager failed. Field service engineer removed old adhesive and placed new adhesive to resolve the issue. Serial number, UDI and manufacturer date were kept blank, since the smart remote manager attached with main station could not be found. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation es system remote manager failed, which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this event.